Event description:
During laparoscopic appendectomy battery contents from disposable stryker suction irrigator leaked onto the floor. All of lot #02035232 were pulled from stock. The pt incurred no injury.